Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss of change in therapy; the patient didn't think the therapy was working and was back to wearing pads. The patient also mentioned that their husband checked their device using the patient programmer (pp) and saw low implantable neurostimulator (ins) screen and another malfunction screen, however the patient didn't know what was on the screen. The patient stated the device was most recently at 8 and they started out at 3 and they had to gradually increase settings. The patient reported they didn't feel stimulation, there was no medical procedures/emi or falls/trauma that could be related to the issue, and no urinary tract infections (uti) or change in fluid intake was reported. The onset of symptoms was reported to be sudden in nature. No trouble shooting occurred due to lack of access to product. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.